Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that during the axsym troponin-I adv assay run, error code #5013 (motor step loss probe up/down sampling center) was generated indicating a probe crash had occurred. The customer stated that the probe crash was due to the reagent lid failing to open. There was no impact to pt mgmt reported.